Manufacturer narrative:
A medtronic representative trouble-shooting at the site, reported that the surgeon confirmed accuracy several times. When going into the pedicle the surgeon alleged an inaccuracy, checked and was accurate. It appeared the patient anatomy and degree of scoliosis affected the surgeon's confidence in navigation with such deformity. All the screws placed in the patient were good. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported an inaccuracy that occurred while in a spine procedure. The surgeon discontinued the use of the stealthstation treon treatment guidance system; then navigated on level 1 with the frame on the vertebral body, and stated that he was inaccurate when using the non-navigated feeler ball tip probe in advance of the screw. A second surgeon in the room continued to use navigation and placed two more navigated screws confirming accurate placement with the c-arm. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
The manufacturer is unable to obtain the system archives; therefore, unable to determine root cause without further information or troubleshooting.